Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported low speeds and alarms were noted on (B)(6) 2014 at a routine clinic review. Speed at 0 briefly and seen below set limits. The patient reported a loud alarm. The alarms occurred while sleeping. The alarms were self-resolved with gentle manipulation of the system controller. The patient was asymptomatic, but was sleeping at the initial alarm sounding. The system controller and power module cable were replaced. X-rays were sent of the external portion of the driveline. There was no visible damage to the driveline. Internal x-rays of the driveline were provided. The manufacturer was unable to identify any area on the patient's driveline that caused the reported low speed and pump stop events. The vad coordinator reported that when the system controller and the power module patient cable were exchanged for the patient, the alarms ceased.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported event of a red heart alarm was confirmed based on the information recorded in the log file. The log file contained events in which three episodes of pump speed reductions were recorded. The associated voltage levels indicated that the incidents occurred when the system controller was connected to a power module. The system controller was functionally tested using our laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The investigation did not identify a correlation between the returned system controller and the atypical speed reductions recorded in the log file. A review of the device history record revealed that the system controller met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that, "none of the equipment will be returned, no issues since".